Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to routine device replacement, noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was not reproduced. Technical support was contacted and the newly implanted device was programmed to resolve the event. The patient was stable with no adverse consequences.